Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the gauge was not working and not showing pressure or flow. Patient involvement unknown.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was received used, not in its original packaging, decontaminated with a defective manometer assembly and a missing patient outlet fitting kit. Functional testing was performed, and the reported issue was replicated. The root cause was determined to be caused by physical impact: damaged; user interface. Service history review identified the complaint was not related to a previous service of the device within the review period. The product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
UDI related data quality updates only.